Event description:
A dentist was positioning a pelton and crane dental light for use when the dental light fell from the track assembly and onto the patients stomach. There were no injuries reported.

Manufacturer narrative:
Upon evaluation by the local pelton and crane distributor it was determined the set screws were not properly tightened on the helios 3000 dental light arm assembly. The function of the set screw is to prevent the light from unscrewing from the pole after installation. The pelton and crane use and care and installation instructions has a warning that clearly states to properly tighten the set screws during the installation process. This is also listed as a verification on the installation checklist to check all set screws.